Manufacturer narrative:
(B)(4). Also were involved: pxc141200/12122458 (B)(4). Plc271400/11643769 (B)(4). Plc271200/11616173 (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of event will be used as (B)(6) 2014 - the date of aneurysm enlargement.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a right common iliac artery aneurysm using gore® excluder® endoprostheses. Pre-treatment CT revealed that the maximum diameter of the aortic aneurysm/lesion was 41 mm. The patient tolerated the procedure. No complications were reported and the patient was discharged on (B)(6) 2014. It was reported that on (B)(6) 2017, a type ii endoleak was identified. On (B)(6) 2017, the patient underwent embolization procedure of the abdominal aortic aneurysm. No further adverse events have been reported. From (B)(6) 2014 till (B)(6) 2017, the aneurysm size measured 44 mm, 50 mm and 38 mm.